Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to the l4 and s1 drg leads migrating. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored.